Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she was doing really good when they first put it in but now she is getting return of symptom and feels like it is only helping by 40%. Patient stated sometime she doesn't get up soon enough and it would run down her leg. She also stated there is more in the catheter. Patient is calling for assistance to adjust stimulation. During the call patient also reports she was hospitalized for 3 days not too long ago, confirmed not related to device/therapy but that during her stay they found out she had a uti. Patient is not sure if that could cause her to loss therapy. With education patient was able to connect handset to ins, adjusted stimulation from 1.3 v to 1.6 v and reported feeling comfortable stimulation in tail bone area. This started a week ago. Additional information reported a day later that 'they don't think they increased it enough'. Patient is still having symptoms. Patient increased stim from 1.6 to 2.1 and feels comfortable stim. It was later reported that patient thinks she needs to increase her stimulation because "their bladder is working more now that they are in bed, every time they get up its full". Patient services reviewed how to increase amplitude using handset. Patient confirmed she can feel stim sensation comfortably. There were no further complications reported.